Event description:
Physio-control is currently investigating units that have exhibited complaints of depleted internal battery capacity. The downloads indicate devices malfunctioned during 3:00 a.m. Self test, which allowed device to stay powered on causing battery depletion. Initial data review indicates this is a recent (within last 2 years) phenomena.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.